Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: please describe what is meant by 'the bottom of the trocar sleeve was damaged?" For example, was a piece broken off of the trocar sleeve? If a piece was broken off, was the piece retrieved? No, damaged, not broken off. Device analysis: the analysis results found that the cb12lt instrument was received with the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
Device breakage. During the radical resection of sigmoid colon cancer, found the bottom of trocar sleeve was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient.